Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/25/2016, to report an out of range signal that occurred on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.